Event description:
It was reported the patient experienced a metallic taste in their mouth along with shocking only when they recharged. It was stated their tremor control had not been as good since they received their new implantable neurostimulator (ins). It was noted the metallic taste was like ¿biting copper¿ specifically when they would recharge. It was stated it would occur the entire time they would charge, regardless of battery strength. It was stated it became worse and not only was it a metallic taste but also a shock-like feeling in their lower jaw. It was noted they also had a headache and nausea. It was further reported the patient was seen on the day of report and they still had the metallic taste in their mouth with a headache and nausea. It was noted they would try to recharge with the battery off. Additional information received reported it was unsure what the cause of the event was. It was stated there were no abnormal impedance measurements. It was noted reprogramming was performed 6 days prior to report. It was stated there was no injury to the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v023690, implanted: (B)(6) 2007, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# v068863, implanted: (B)(6) 2008, product type: lead. (B)(4).